Manufacturer narrative:
Dentsply sirona became aware of a serious injury that occurred while using ankylos implant system. While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. No further information could be obtained.

Event description:
It was reported the patient had skin problems and burning eyes attributed to potential allergic reaction to the dental implant. His left eye was swollen, with subsequent improvement of the swelling. Although there is still palpebral protrusion. Under the right eye, a purulent lesion developed, and it was very painful now improved, but the eye is still painful upon waking up. Additionally, there was an unspecified infection.